Event description:
The customer received questionable results for ion selective electrode (ise) sodium (na) on many samples intermittently for several weeks. The customer provided three examples of the affected results that were generated on (B)(6) 2014. Of those three, it was determined that two samples had erroneous results, and it was unknown if the erroneous results were reported outside of the laboratory. All results are in mmol/l. Patient 1 had an initial na result of 169. The sample was rerun on another instrument and generated a repeat result of 139. It was unknown if the original result was reported outside of the laboratory. The customer deemed the repeat result to be the correct result. There was no adverse event. Patient 2 had an initial na result of 166. The sample was rerun on another instrument and generated a repeat result of 137. It was unknown if the original result was reported outside of the laboratory. The customer deemed the repeat result to be the correct result. There was no adverse event. The lot number and expiration date of the na electrode in use was requested, but was not provided by the customer. The field service representative found the vacuum like was disconnected from the rinse station. He reconnected the vacuum line, cleaned the ise system and adjusted the ise reagent probe. The customer performed calibration, qc and precision. All checks were within specification.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.